Event description:
Event description during the attempted implant of this ventak mini ii implantable cardioverter defibrillator (ICD), the patient was induced into ventricular fibrillation, the ICD sensed and began to charge, but did not appear to complete charging, and did not deliver a shock. The patient was rescued with external defibrillation. After that, the ICD could not be interrogated nor would it respond to a magnet. The ICD was not used, but was returned to cpi for analysis.